Event description:
It was reported that during implant the lead was not pacing after repositioning many times. The lead was not implanted and was replaced with another lead. The patient condition was stable.

Manufacturer narrative:
The reported event of abnormal pacing impedance was confirmed. As received, a complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood/tissue. X-ray examination found over torqued of the inner coil consistent with procedural damage. Electrical test found short between the conductors. The cause of the reported event was isolated to the damage inner insulation in the over torque region. No other anomalies were noted.